Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, it was observed that the laser etching and color ring were worn off, the bearings were corroded, the temperature was high and the device was noisy. The device also failed pre-tests for visual assessment, temperature verification and vibration. The assignable root cause was determined to be due to normal wear and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device would not lock onto the motor device. During in-house engineering evaluation, it was determined that the laser etching and color ring were worn off, the bearings were corroded, the temperature was high and the device was noisy. The device also failed pre-tests for visual assessment, temperature verification and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown however it was reported to have occurred on the (B)(6) of an unknown month in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.